Event description:
Medics responded to a person described as full cardiac arrest. The pt was connected to the device, analyzed and shocked 3 times. According to the report, the device subsequently powered off following a shock indicated message. Pt outcome is unknown.